Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels. As the contact was not with the customer, troubleshooting was unable to be performed. During a follow-up call on (B)(6) 2017, the contact stated that the customer's bg level was "ok" and would call if additional assistance was needed.